Event description:
Mechanical failure of femoral component of howmedica total knee joint. Pt taken to o.r. For revision patella. Femoral stem extender found to be broken. The femoral component was removed, however the stem extender (femoral) in femur could not be removed. Pt will be rescheduled for removal of fragment and total joint replacement.